Event description:
The customer contact reported a leak of a chemotherapeutic agent. The primary plumset was being used to deliver an unspecified volume of normal saline. At an unspecified time, the option-lok male adapter of a second plumset was connected to the clave y-site of the primary plumset for delivery of an unspecified chemotherapeutic agent. The customer contact reported difficulty in connecting the option-lok male adapter to the clave y-site. After an unspecified length of time in use, the nurse noted leakage of the chemotherapeutic agent at the connection of the option-lok male adapter and the calve y-site. The volume of solution that leaked was not specified. The spill was cleaned up according to the user facility's protocol. The tubing sets were replaced and the therapy was resumed. There were no reported adverse pt effects and no delay in therapy critical for this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The lot number of the device that was in use is unk. The customer contact identified four possible lot numbers. The possible lot numbers are 920125h, 910235h, 910245h, and 881995h. Hospira had completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with the iso standard (B)(4) and interaction with other components. The planned improvements will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).